Event description:
The customer stated that the field service engineer worked on their cobas 6000 c (501) module ise system, but quality controls for ise tests were still dropping throughout the day. Controls are tested every 8 hours and fail at least once per day. To remedy this, they re-calibrate and then repeat controls. The issue was occurring on the c501 analyzer and a second analyzer. The customer stated that they received an erroneous result for one patient sample tested with ise indirect na for gen.2 on the c501 analyzer. The sample initially resulted with an na value of 130 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting with an na value of 138 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that a system reagent bath was dirty, causing poor flow of the system reagent. The bath was cleaned. Syringe seals, a probe, and a waste valve was replaced. Calibration, controls, and precision studies were run; all passed.

Manufacturer narrative:
Calibration results were acceptable. Qc recovery was erratic. The investigation determined that service actions resolved the issue.